Manufacturer narrative:
The dcb and connecting cable were not returned. The unidentified microcatheter was not returned. The detachment fiber did not receive heat and melt. The coil was returned undamaged. The coil detached on the first detachment attempt. Resistance remained stable after the detachment attempt. The detachment fiber received heat and melted as designed. The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment attempt. Laboratory testing could not duplicate the complaint event. Therefore, the root cause of the coils inability to be detached cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event.

Event description:
There was an issue detaching the second coil (a cashmere) that was going to be put into the patient. The microcatheter is unknown and there were no consequences to the patient. The surgeon used another like device to perform the procedure, which ended without further issue.